Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting hemodialysis treatment with a polyflux 170h, the patient experienced chest tightness and dyspnea. It was further reported that the patients¿ blood oxygen measurement was 85-86%. Ultrafiltration was suspended and the patient was given oxygen inhalation and electrocardiogram monitoring was performed; however, the symptoms were not relieved. The patient was administered dexamethasone injection (5mg) and the symptoms were relieved after 5 minutes. No further issues were noted. No additional information is available.